Event description:
It was reported that during thyroid tumor surgery, the power was able to be turned on, but a connection failure with the interface occurred. "It was detected that there is a connection failure with the interface. Please contact customer service." Was displayed three times consecutively. The message was displayed shortly after startup, and it did not proceed to the monitoring screen. The system was connected wireless only and testing with a wired connection was not performed. A spare product was used to complete the procedure and there was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI #: (B)(4). H3: analysis of the devices were not completed as of the date of this report and a follow-up report will be submitted once analysis gets completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the device was completed and concluded that could not duplicate the customer complaint regarding the connection failure with the pi box, unit was presented with sw 1.7.5. There was no fault found with the unit. H6: codes updated. Previously applied codes fdm b21, fdr c21 and fdc d16 are no longer applicable and fdm b01, fdr c19 and fdc d20 codes are now applicable. For relevant device product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the device was completed and concluded that confirmed customer issue regarding detected a connection failure with the patient interface, unit pesented with sw 1.7.5 , the main board got failed and also the wired connector was found loose. H6: codes updated. Previously applied codes fdm b21, fdr c21 and fdc d16 are no longer applicable and fdm b01 , fdr c07 / c0201 , fdc d1102 and img g04034 codes are now applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.